Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Although no parts were returned for manufacturer evaluation, photographs of the thermal damage were provided by the biomed. Based on the provided photos, the reported event was able to be confirmed.

Event description:
A user facility biomedical technician (biomed) reported that a fresenius 2008t hemodialysis (hd) machine gave a bibag door error and during their evaluation of the machine, thermal damage was identified. The machine was reportedly newly installed and had not yet been used at the facility; there was no patient involvement. The biomed noted a burning smell when the error occurred. During evaluation, burn damage and charring was found on the actuator board and the bibag board. To resolve the reported issue, the biomed replaced the actuator board, the gen 5 bibag board, the actuator cable, the deaeration motor and pump head, and the 2 sets of hydraulics that go to the bibag. There was no smoke, melting or arcing noted, and there were no sparks or flames. The machine had 445 hours on it at the time of the event. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and it had recently passed the electrical leakage test. The biomed stated the replaced parts would be returned for evaluation. In addition, photographs of the burnt boards were provided for review.